Event description:
It was reported via repair work order that the side rail was detached from the weldment. Further it was reported that the bed lost limits when side rail shorted out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.